Event description:
It was reported via a link to an internet suture site that a pt underwent a partial vulvectomy procedure in 1997 and suture was used. (B)(6) after the procedure, the pt experienced vulva burning pain for months. A second physician cauterized areas along the incision line. On both sides of the incision line there were little openings and the physician believed the sutures left in, there were trapped in scar tissue and were trying to make their way out to the surface. The pt underwent between 50-55 cauterizations. The pt has had to take medication for pain and depression and was suicidal at one point.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.